Manufacturer narrative:
The products were not returned to manufacturer for evaluation. We can't know which implants are broken. A comprehensive investigation was immediately initiated after the reception of the complaint on the whole devices implanted on this patient according to the previous and additional patient information, we are not able to conclude on the cause of the breakage of the screw. Our main assumption lies in the lack of bone fusion. Again, according to the patient information, the cause of the lack of bone fusion after 9 months is unknown. The lack of bone fusion most likely contributed to the excessive dynamic stresses onto the construct.    The mont blanc spinal systems instructions for use specifies that the implants are not indicated for permanent fixation. Indeed, they are intended to facilitate arthrodesis of the spine.

Event description:
The surgeon reported that 2 screws broke approximately 9 months after the surgery of(B)(6) 2017 and the patient feels pain. There are no plans to revise the system at this time.